Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. The product was returned for evaluation. An external visual inspection was performed and failed due to damage usb. A receiver charge test was performed and failed. A boot test was performed and passed. The receiver data log could not be downloaded, but a damaged usb connector was observed. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.